Event description:
Robot exhibited strange behavior intraoperatively, producing inaccurate cuts on a patient. Surgeon requesting an immediate check of the robot. Case type / application: tka. Additional information received via second complaint form: logs reported anterior cut was off per planar probe- flexion was off by 2.1 and 1.5 deep. All checks were green and below 0.5.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not available.

Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results -product evaluation and results: the alleged failure mode cannot be determined because the relevant log files and session files were not available for inspection. A request for a field service engineer inspection was not made and the robot was not inspected as no service max case & work order exists. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode cannot be determined because the relevant log files and session files were not available for inspection. Also, the alleged failure mode was not confirmed as there has been no onsite inspection by a field service engineer. If a field service inspection is requested, further investigation will be completed on this issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Robot exhibited strange behavior intraoperatively, producing inaccurate cuts on a patient. Surgeon requesting an immediate check of the robot case type / application: tka additional information received via second complaint form: logs reported anterior cut was off per planar probe- flexion was off by 2.1 and 1.5 deep all checks were green and below 0.5.